Event description:
Reporter had used icy hot heat therapy patch at least 3 times before with no issues. After wearing the patch for 5 hours in 2007, she removed patch to find a pencil eraser sized burn mark. Consumer used neosporin on the burn on her upper leg and did not seek medical attention. Follow up information provided on one and a half months later stated that she had seen a doctor for burn and it was diagnosed as a first degree burn. She has some concern about scarring.